Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/04/2016 with the following findings: investigation revealed a dim display with reddish text. Unrelated to the complaint, the bolus button cover was also found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a dim display with reddish text. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 08/04/2016.